Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. The mayfield modified skull clamp (a1059) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports for the 3rd patient and linked to mfg report numbers 3004608878-2021-00501 and 3004608878-2021-00502. A facility reported that the mayfield modified skull clamp (a1059) slipped on three (3) different patients and they all sustained laceration to the head. The pins were secured and checked prior to incision and the torque lost its strength when the patients are in prone position (not noted in supine). It is unknown if there was surgical delay. No additional information has been provided.